Event description:
A radiologist was performing a CT-guided needle biopsy of liver. The wrong needle was given to the physician to attach to the biopsy instrument. The needle was too long and when it was inserted in the liver progressed also into the kidney causing bleeding and a small hematoma on both the kidney and liver. Radiology nurse claims the packaging is too small to indicate what needle to use for the instrument which can lead to using the wrong sized needle.